Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded high, out of range shock lead impedance (sli) values. When pushing the ICD in the pocket, variations in sli values were observed. At different vectors the values were also out of range. The system was programmed to single coil while the patient waited for system revision. Weeks later the patient went to surgery for system replacement. The lead was taken out of the pocket and looked fine, but they considered the lead unscrewed easier than normal. The pin was tightened back down, took more measurements and impedance was normal. Afterwards the patient was upgraded to a cardiac resynchronization therapy defibrillator system and the old ICD was explanted and has been returned for analysis. The rv lead remains in service. No additional adverse patient effects were reported.